Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a partial lead was returned in one piece (only distal portion) was returned in one piece. Two internal insulation abrasion breaching the ring electrode, right ventricular, superior vena cava, inner coil cable lumens, and polytetrafluoroethylene (ptfe) liner with one of the ring electrode cables was also found abraded in this region. An external insulation abrasion breaching the right ventricular cable lumen with the inner coil lumen and ethylene tetrafluoroethylene (etfe) cable coating intact. The cause of the reported event was due to external insulation abrasions consistent with friction to another device or feature of the heart and internal insulation abrasion between shock coils at the distal region of the lead.

Event description:
It was reported that the patient was asymptomatic. It was noted that visible conductor externalization was observed on the right ventricular (rv) lead. Other lead parameters were stable. The rv lead was explanted and replaced. The patient was stable.